Event description:
It was reported the impedance was noted to be 500 - 1700 and fluctuating. One episode of oversensing was noted with no shock delivered. The lead was explanted and replaced due to high impedance. No patient complications were reported as a result of this event.

Event description:
It was reported the impedance was noted to be 500 - 1700 and fluctuating. One episode of oversensing was noted with no shock delivered. The lead was explanted and replaced due to high impedance. No patient complications were reported as a result of this event. Attorney later alleges patient "suffered physical and other injury as a result of the recalled lead" and "in 2007, (patient) was required to undergo surgery to explant and replace the defective sprint fidelis lead, due to malfunction of the lead system" and "sustained and will continue to sustain severe physical injury and/or death, severe emotional distress, mental anguish, economic losses and other damages."

Manufacturer narrative:
This event involves a legal case in progress or potential litigation. The proprietary nature of the event may affect follow up efforts. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: no anomalies found; full lead in segments returned and analyzed. Additional analyst comment - there are 2 sets of setscrew marks on the is-1 pin. One set is too proximal. At some time, the lead was not fully inserted into the device.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Evaluation summary: no anomalies found; full lead in segments returned and analyzed. Additional analyst comment - there are 2 sets of setscrew marks on the is-1 pin. One set is too proximal. At some time, the lead was not fully inserted into the device.